Event description:
It was reported that the patient had been riding a bicycle for more than 3 hours and suffered head trauma due to a fall. CT showed "left occipital epidural hematoma, right frontotemporal subdural hematoma, and subarachnoid hemorrhage." The patient was admitted to the hospital due to confusion. The patient continued to have an indwelling foley catheter. At around 10 a.m. On july 22, the nurse in charge changed the urinary catheter. The replacement catheter was a bader no. 18 double-lumen catheter. Around 18:00 that night, the patient's urinary catheter slipped out spontaneously. The night shift nurse checked and found that the patient's urinary catheter balloon had ruptured, and the secondary fixation was good. The patient had no discomfort such as hematuria. Temporarily provide the patient with a diaper to collect urine and immediately report and report adverse events with the device to the charge nurse.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.